Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event information e1: updated initial reporter h3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 04.211.016s lot # 7l60118 expiry date: dec.01, 2030 device was first manufactured unsterile under the lot 76p7519 in monument and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.211.016 with lot 76p7519 were reviewed: manufacturing location: monument manufacturing date: nov 05, 2020 part number: 04.211.016, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm lot number: 76p7519 (non-sterile) lot quantity: 215 twelve pieces were scrapped in cell at op #10, mill shaft threads after a robot misload. Twelve pieces were scrapped in cell at op # 20, turn/head thread, flute, after a robot misload. It is unclear whether this may have contributed to the reported complaint condition of ¿screw heads did not lock¿. Production order traveler met all inspection acceptance criteria apart from the twenty-four pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with an issue documented during the manufacture that may, potentially, have contributed to this complaint condition. Component(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿screw heads did not lock¿ is relevant to this manufacturing process level and would not be relevant to the blank screw or raw material. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review apr-07, 2021: DHR reviewed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information updated concomitant device reported: drill guide (part # 03.133.007, lot# unknown, quantity 1).

Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A product investigation was conducted. A device history record (DHR) review was conducted: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was first manufactured unsterile under the lot 76p7519 in monument and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.211.016 with lot 76p7519 were reviewed: device history review: this lot met all dimensional, visual and packaging criteria at the time of release with an issue documented during the manufacture that may, potentially, have contributed to this complaint condition.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for supracondylar humeral fracture with screws in question. The surgeon inserted screws after drilling with a variable angle drill guide but the screw heads did not lock at the locking holes of the plate and went beyond the plate. Upon discretion of the surgeon, screws were returned to the plate surface and fixed eventually. Surgery was completed successfully with 30 minutes delay. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 2 of 3 for complaint .